Event description:
It was reported that during a pulsed field ablation procedure, an error message was received when an attempt was made to perform the last application, indicating that there was an electrical current error. It was confirmed through fluoroscopy that the guidewire and electrode were not interfering, and an attempt was made again without resolution. The catheter interface cable was replaced and the generator was restarted without resolution. The last application was not performed but the catheter was removed. The purpose of atrial fibrillation treatment was achieved, so the procedure was completed with pulsed field ablation without replacing it with another product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: psg100 product type: generator product event summary: the pscc100 catheter of lot 0012829100 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #2000 indicating that there was an electrical current error. Verification of steering mechanism was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable) was conducted. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, an electrode wire was observed to be charred. In conclusion, the catheter failed the return product inspec tion due to a charred electrode wire observed in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.